Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/13/2016 with the following findings: the pump was completely unresponsive on powering up. A test battery cap was unable to fully tighten to the pump. There was a battery compartment crack observed from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. The pump's "idle" current draw was not within specifications. A leak test showed that there was a leak at the battery compartment crack. There was evidence of moisture contamination inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue. The reporter stated that the battery compartent was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.